Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-21273, related manufacturer reference number: 2017865-2023-21275. It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red and swollen. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. On 08 may 2023, the leadless pacemaker was replaced. The patient was in stable condition throughout the procedure.